Manufacturer narrative:
(B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 16 march 2026 should be retracted.

Event description:
It was reported "iab ruptured". Additiional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patients current conditioin is reported as "stable/fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab reptured". Additiional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patients current condition is reported as "stable/fine".